Event description:
This is being filed to report a single leaflet device attachment (slda). It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2. On (B)(6) 2022 a follow-up transthoracic echocardiogram was performed. It is suspected the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr increased to 4. A transesophageal echocardiogram will be scheduled at a later date. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported single leaflet device attachment/slda could not be determined. The reported mitral regurgitation (mr) was a cascading event of the reported slda. However; the reported patient effect of mr(mitral regurgitation), listed in the instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.